Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache, cough, sneezing. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged runny nose, sneezing, and headaches while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation found dirt and dust contamination were observed on the top and right-hand side of the device, particularly in and around the humidifier electrical connector. Internal investigation found light dust contamination throughout the airpath and especially on the sound abatement foam. No evidence of foam degradation was observed, and the foam retained its resiliency when compressed. Using the returned dc power supply and a known good ac power cord, product investigation lab applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 9 errors logged: 4 instances of e-55 continue error, 4 instances of e-53 continue error, and 1 instance of e-65 continue error. The manufacturer was unable to confirm the customer's complaint. The manufacturer does conclude dust and dirt contamination. Dust and dirt contamination appear to be the most likely cause of the patient complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see section h6 for this updated coding and information.